Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured. It was further reported that the balloon was removed from the sheath, with difficulty. No further treatment was needed. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured. It was further reported that the balloon was removed from the sheath, with difficulty. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon returned stuck in the user's introducer sheath, with the balloon material bunched at the sheath tip, the sheath was buckled and the and the sheath tip was flared, indicating retraction issues. Additionally, the outer catheter shaft was stretched down onto the inner lumen. Based on the buckled sheath and flared sheath tip as well as the stretching to the device, the investigation is confirmed for the reported retraction issues. However, the device was unable to be inflated to functionally test for the rupture as the outer shaft had been stretched onto the inner lumen. Therefore, the investigation is inconclusive for the reported balloon rupture. It is possible that a rupture could have resulted in the identified retraction issues through the sheath. However, the definitive root cause for the reported rupture or identified retraction issues could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h3, h6 (results1, conclusion1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.